Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive cause could not be determined. Based on historical tropi es quality control performance, a vitros tropi es reagent issue is not a likely contributing factor to this event. A within-lab vitros tropi es precision test met the performance guidelines therefore the instrument was not a likely contributing factor to this event. Service actions were performed by an ortho field engineer who also processed troponin precision testing and obtained acceptable results further indicting that the instrument was performing as expected at the time of the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor to this event as the customer did not follow the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2861 in combination with a vitros 5600 integrated system. Patient sample result of 0.08 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result of 0.08 ng/ml was reported outside of the laboratory however a corrected report was subsequently issued and ortho was not made aware of any allegation of actual patient harm as a result of this event. (B)(4).